Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia and virus on unknown date a couple of years ago. The customer's blood glucose value was 1600 mg/dl. Customer reported that he has had blood glucose value of 15 mg/dl up to 1600 mg/dl in a matter of hours. Customer stated that he was sick and ended up in the hospital had a virus a couple of years ago. Customer experienced vomiting for hours and was taken to the emergency room. Customer also experienced nausea, vomiting and had a virus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature inactive and not automatically adjusting insulin at time of high blood glucose event. Customer was treated with the insulin pump and was not given manual injections also does not recall if they did or unsure if injections were given. Customer reported sometimes forget to take a bolus. Customer stayed in the emergency room got an intravenous drip and made sure he was not sick anymore a few hours and then they let him go. Customer reported was sick had a virus and could not keep anything down. The devices will not be returned for analysis.